Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the nurse indicated that the patient¿s inadvertently disconnected from the patient line on the cassette. A loose connection is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during drain 1 of 6 of peritoneal dialysis (pd) therapy, while the hp was not connected. During troubleshooting with the technical service representative (tsr), it was found that the hp¿s transfer set had been disconnected and reconnected. The technical service representative (tsr) had the registered nurse (rn) close the clamps, disconnect the hp, cycle the power on the hc device, and remove the cassette. The rn was advised to have the hp start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.